Event description:
The service report shows that while the customer support engineer (cse) was repairing the ventilator he found a intermittent no audio alarm condition. The cse verified that when he would move the utility harness there would intermittently cause a no audible alarm condition. The cse inspected the device and replaced the utility harness. The cusotmer had not experienced a no audible alarm condition. The unit passed extended self testing. This report is not an admission by co that this device caused or contributed to the event alleged in this report.